Manufacturer narrative:
The reader was visually inspected, and no issues were observed. Charging of the reader was attempted, and the reader was observed to become hot during charging. The power adapter was visually inspected, and no issues were observed. The returned power adapter was tested using a load tester. Current was set and observed voltage was within specification. The power adapter passed the testing process. The usb/charging cable was visually inspected, and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. The reader self-test could not be performed, as the "connected to pc" message was observed. The reader was de-cased, and a visual inspection was performed on the pcba. No issues were observed. Reader self-test was performed using reader fixture and it did not pass. Measured the returned battery and it was within specification. Inspection of the pcba was performed using a thermal camera. A hotspot was observed on ic components u9, u5, and u2. Voltage across resistor r100 was measured using a multimeter. The voltage across the resistor measured 1.2v. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device became, "hot as if it shows smoke." No further details were provided. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device became, "hot as if it shows smoke." No further details were provided. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.